Manufacturer narrative:
Continuation of d10: product ID 4fc12 (0012762930); product type: 0629-flexcath sheath; product ID afapro28 (22420); product type: 0624-arctic front catheter (balloon catheter); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a pericardial effusion was discovered. Pericardial bleeding was identified at the junction of the left atrial appendage and pulmonary veins, and the patient remained critically ill after aspiration of the pericardial effusion. The patient underwent open-chest cardiac surgery (thoracotomy) to resolve the complication. The patient¿s hospitalization was extended for one month. It was noted that "the pericardial bleeding was likely caused by abrasion of the balloon tip during the procedure". The case was completed with cryo. No further patient complications have been reported as a result of this event.